Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the thoracic endovascular treatment of a 548mm dissection. It was reported that during the index procedure after the first two stent grafts had been implanted without issue, there was a possible type iiib endoleak observed. Another thoracic stent graft was then implanted as a cuff inside the proximal part of the already implanted stent graft. The endoleak appeared to be almost completely resolved, it was reported that the stent graft appeared to be deformed around the dilated area of the aneurysm. The cause of the event is unknown. No additional clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
Additional information: after the third stent graft was implanted, the endoleak visible was very slight and thought by the physician to be a type ia or type ii, since the lsa was covered but not embolized by a plug. The physician was not concerned about the remaining endoleak and postponed a follow up CT as the patient had pre-existing renal issues. Film evaluation summary: the reported endoleak seen during implant was confirmed; however, the exact cause could not be determined from the films returned. Review of pre-implant CT¿s revealed that the patient had a thoracic type b dissection that began just caudal to the lsa, and extended down the entire thoracic aorta, abdominal aorta, and into both iliac arteries down to the internal/external iliac bifurcation. Near the top of the arch the maximum taa diameter (tl + fl) measured 65mm; the t-l diameter at that location narrowed down to ~10mm x 38mm. Three (3) short videos during an angiogram at implant (9, 11, and 17 seconds in length) were returned. No scale was seen on the films; therefore, no stent graft or vessel measurements could be performed. The videos revealed that a valiant free-flo stent graft had been implanted in the patient. The proximal bare spring was fully deployed and the stent graft proximal fabric was positioned just caudal to the lcca and covering the lsa; however, the lsa appeared patent. The proximal 2nd and 3rd covered stents appeared to be slightly more expanded (~10% larger diameter) than the 1st covered stent, and beginning at the 4th covered stent the od gradually narrowed down to ~50% of the proximal stent graft od, and remained constrained down the visible length of the stents. It appeared likely that the stent graft had deployed completely within the true lumen; however, this could not be confirmed from the angiograms. Contrast injection from the ascending thoracic showed widespread contrast blush feeding the taa/dissection false lumen (outer curvature) beginning just caudal to the lsa. After pulling down the pigtail just into the proximal device near the level of the lsa, widespread endoleak blush of stronger strength was again seen in the same location. The final video revealed that an additional va li ant free flow device had been implanted to the same proximal level as the initially implanted valiant stent graft. Angio injection proximal to the devices showed nearly complete resolution of the previously seen endoleak; slight contrast was seen entering the t aa/false lumen just past the lsa along the stent grafts outer curvature. Other than the endoleak, no stent fracture or any other graft issues were observed. The exact type and cause of the endoleak seen at the end of the procedure could not be determined from the films provided. While a type iii fabric endoleak cannot be ruled out, this appears most likely to have been an acute type IV blush endoleak caused by fabric porosity, which was filling the dissection entry tear just caudal to the lsa. The reported stent graft deformation around the dilated area of the aneurysm was confirmed. However, no obvious stent graft integrity issues and no fractures were observed that may have led to this observation, and this appears to have been normal stent graft expansion caused by the stent graft being unapposed to the thoracic vessel within the taa/dissection. The endoleak source may have been primarily emanating from near the junction of the expanded 2nd and 3rd covered stents, and the resulting expanding/stretched fabric may have also exacerbated this likely type IV endoleak. Other factors such as heparin dose, outflow resistance, and volume of the aneurysm sac may have also contributed to this likely type IV endoleak. A proximal type I endoleak was less likely, and it is possible that the retrograde filling from the lsa may have also been a potential endoleak source. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: the previously reported deformation relates to the initially implanted stent graft which had the possible type iiib endoleak. If information is provided in the future, a supplemental report will be issued.